Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was confirmed through baxter's functionality testing. Further evaluation observed this alarm upon powering the device on. This condition was determined to have been caused by a failed motor flex. The motor assembly was replaced.